Manufacturer narrative:
H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported that he was not able to insert the cassette into the fresenius cycler. The cycler was processed for replacement. The patient stated he would revert to manual pd exchanges for dialysis needs. In a follow-up call, it was reported the patient was subsequently hospitalized on (B)(6) 2021 for fluid retention. The patient¿s pd nurse confirmed the patient was hospitalized with fluid overload and metabolic encephalopathy. The patient remained hospitalized at the time follow-up was conducted. The patient was receiving pd treatment in the hospital. No further information about the hospitalization course was available. The nurse attributed the fluid overload/metabolic encephalopathy to missed pd treatments from patient non-compliance to manual pd exchanges while the cycler was being replaced.

Event description:
On 26/nov/2021, this patient on peritoneal dialysis (pd) reported that he was not able to insert the cassette into the fresenius cycler. The cycler was processed for replacement. The patient stated he would revert to manual pd exchanges for dialysis needs. In a follow-up call, it was reported the patient was subsequently hospitalized on (B)(6) 2021 for fluid retention. The patient¿s pd nurse confirmed the patient was hospitalized with fluid overload and metabolic encephalopathy. The patient remained hospitalized at the time follow-up was conducted. The patient was receiving pd treatment in the hospital. No further information about the hospitalization course was available. The nurse attributed the fluid overload/metabolic encephalopathy to missed pd treatments from patient non-compliance to manual pd exchanges while the cycler was being replaced.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a contributory association exists between the patient having difficulty inserting the cassette into the fresenius cycler, and subsequent missed dialysis treatment and the patient¿s hospitalization for fluid overload and metabolic encephalopathy. It is unknown why the patient could not insert the cassette in the cycler, but the patient¿s cycler warranted a replacement. The patient¿s pd nurse reported the patient was non-compliant with manual pd exchanges, in lieu of cycler assisted pd treatments. The nurse directly attributed the patient¿s hospitalization to missed dialysis treatment. Missed dialysis treatments are a well-documented cause for metabolic encephalopathy and fluid volume overload in dialysis patients due to renal failure.